Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged when a physician was attempting to explant a previously abandoned lead during a replacement procedure. The physician decided to performed additional surgical intervention to explant and replaced the rv lead as well. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was severed into two segments at 7.2 centimeters from the terminal pin. No anomalies or damage were noted at the lead tip that would have caused or contributed to the reported clinical observation of a dislodgment.

Manufacturer narrative:
Despite multiple requests, this right ventricular (rv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.